Manufacturer narrative:
Product reference (B)(4) is not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation: despite several requests, neither the involved device nor the x-ray pictures were returned for analysis. The received x-ray pictures are inconclusive due to their poor quality. Conclusion: without the device for evaluation, no conclusion can be drawn concerning the exact root cause of the catheter disconnection. However it is worth noting that catheter disconnection is a known risk of access port implantation and, in this case, it happened only 3 weeks after the implantation. This leads us to hypothesise that the catheter was not correctly connected to the device by the user and the repetitive movements of the patient led to this premature disconnection. The IFU's specify how to connect the catheter to the access port and the risks of incorrect connection. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
A (B)(6) patient, hospitalised for a lymphoma, during the test injection with normal saline using a huber needle through the access port, the patient complained of pain and no venous return was observed. A chest x-ray showed disconnection of the catheter from the port, and catheter migration to the left ventricle. The device was implanted on (B)(6) 2017. On the (B)(6) the catheter was recovered via the right femoral vein. Delay to patient treatment - urgent intervention on (B)(6) to remove and replace the access port. Device not retained.